Event description:
Pt underwent a successful dual sphincterotomy performed utilizing dual guidewire technique. During the procedure the guidewire broke. There was no harm to the pt. The procedure continued.